Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unknown altrua 50 pacemaker has been damaged. Details surrounding the damage to the device and the impact to the patient remain unknown. It was later confirmed that the issue is resolved. All available information indicates that the device remains in service.